Manufacturer narrative:
5/12/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.

Event description:
The device was used during a gastrectomy procedure. Reportedly, the staples did not form and the anastomosis leaked. The surgeon manually sutured the application site to correct the condition. No pt injury occurred.